Event description:
It was reported to nova biomedical that a consumer received a result of 488 mg/dl on their blood glucose meter. The consumer administered 4.7 units of insulin and subsequently experienced a hypoglycemic event which did require medical intervention. During the call to customer support, it was revealed that the customer did not control solution test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.